Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensory system alarm on their device. The customer's blood glucose level at the time of incident was 72mg/dl. The customer states that insulin is squirting out during the manual prime process. The customer states the pump has been dropped. Troubleshoot was conducted, and the drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis. The customer accepted the continuation of therapy pump, but declined to return faulty pump at this time.